Event description:
A malfunction alarm with code malf 16 was reported for a device under warranty. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl (27.7 mmol/l). The customer was instructed by technical support to use multiple daily injections (mdi) as a backup insulin therapy while a replacement pump was arranged. The customer was guided to put the malfunctioning pump into storage mode and agreed to return it with a prepaid label within ten days.